Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough and was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device and the air hose device were not working properly when used together. During the pre-repair diagnostics assessment, it was determined that the motor of the compact air drive device seized, blocked, jammed and was moving heavy. It was further determined that the gear was stuck. It was further determined that the device failed for check reverse locking mechanism, check function of soft mode switch (safety system) and for check for untrue running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.